Event description:
C-cc-pc - pacing dificulties; the catheter was unable to pace from the beginning. Another external pacemaker was used, but problem was not solved. Then another catheter was used and problem was solved.

Event description:
C-cc-dc - kit components damaged or out of spec it was informed that the connector between the transducer and the set was crushed..

Manufacturer narrative:
Customer report was confirmed. Continuity testing confirmed a full open condition at the distal electrode. A cut down confirmed the lead wire was broken. There was no catheter body damage observed.